Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, sizing, patient anatomy, or presence of pre-existing patient conditions. In this case, the paravalvular leak was most likely due to patient anatomy and possible valve under-sizing, since a second larger valve was implanted resulting in mitigating the paravalvular leak.

Event description:
Medtronic received information that moderate to severe paravalvular leak (pvl) was observed following the implant of this transcatheter bioprosthetic valve. A second valve of the same model but one size larger was implanted valve-in-valve, which mitigated the pvl. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.